Manufacturer narrative:
Completion of service pending.

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported the ventilator failed pre-operational system pressure testing during biomedical checkout. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturers service associate reported the three station solenoid will be replaced to address the reported problem. As reported, a leak or safety valve not closing may result in preoperational self test not passing. A malfunction of the three station solenoid during normal ventilation operation mode may result in pressure or volume loss and may be detrimental to a patient if in use.

Event description:
The manufacturers field service engineer replaced the 3 station solenoid to address the reported problem.